Event description:
The manufacturer sales representative reported that small rings came out of the handpiece at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
H3 other text : device not being returned, event details requested.

Manufacturer narrative:
H3, device not returned.

Event description:
The manufacturer sales representative reported that small rings came out of the handpiece at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.